Event description:
The customer reported that prior to application, they noticed the pad had partially turned black. The discolored pad was applied on the patient's right thigh. During the procedure the patient stated their left thigh hurt. The site was checked and found to be reddened. Another pad was used. Initial evaluation of the incident pad found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.